Event description:
It was reported that the inflatable penile prosthesis (ipp) would not pump. A replacement surgery was performed and during the procedure a fluid loss caused by a hole in the tubing was found. No patient complications were reported.